Event description:
It was reported that high pacing thresholds and loss of capture were post-operatively observed on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 6932-65 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.